Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call several issues with the insulin pump. Customer advised the device had a software error alarm, compromised force sensor system alarm and a loose drive support cap. Customer changed out their infusion set and received the compromised force sensor system alarm. Customer then replaced the battery on the device and received the software error alarm. Troubleshooting for the software error alarm was performed. Customer advised they heard a grinding noise coming from the motor. Troubleshooting for the prime rewind was performed. Customer advised there was a crack inside the reservoir glass compartment. Troubleshooting for the compromised force sensor system alarm was performed. Customer was advised that during the seating of the force no reservoir was detected. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic test due to loose/protruded drive support disk. No alarm noted during testing. Unable to perform basic occlusion, prime, the excessive no delivery test due to prime alarm. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.